Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mixed products found inside the package of a 25 g x 1 in. Bd safetyglide" needle product. There was no report of injury or medical intervention.

Manufacturer narrative:
Seven samples were received by bd (B)(4) and confirmed to be from batch #6001842 (p/n 305916). This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. The investigation concluded: confirmed: bd was able to confirm the customers indicated failure. The root cause for the customers reported defect was confirmed to be a manufacturing deficiency. Situational analysis (B)(4) and CAPA (B)(4) were opened to address the issue.